Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported software corruption which the system could not repair. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.